Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket on the 511sd trocar tore when inserting the camera into it. The trocar was replaced and the surgery was completed. There was no consequence to the pt. 1/11/1999 received fax from rep stating she was told by another dr, that this pt was opened. The materials coordinator offered to replace the trocar or put a reducer cap on it, but the dr was frustrated and just decided to open the pt to finish the case. The rep has been unable to reach the surgeon.